Manufacturer narrative:
This report is for an unknown reduction/retraction instruments /unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, the device was defective during use. Detaching the instrument from the implant was only possible with a lot of power. The procedure was successfully completed. No surgical delay reported. This report is for one (1) unknown reduction/retraction instruments. This is report 2 of 4 for (B)(4).